Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery had expired and the device is unable to be used in battery mode. Available details indicate that the rse confirmed the expired battery with a date of oct-22, thus a replacement has been requested. The order for material ((B)(6) - dfm100 lithium ion battery) has been processed to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery has expired and the equipment cannot be used in battery mode. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.